Manufacturer narrative:
Philips investigated this complaint and learned that the customer was able to perform the procedure as intended and that the system did not malfunction during the procedure. Level 1 image quality checks were performed on (B)(6) 2016 which showed the system was working within specification. The customer stated that the cause for the air kerma exceeding 2 gy was the complex vessel tree of the patient. They were aware on how to correctly operate the system and use dose reducing techniques the patient did not develop any radiation related injuries till today. (B)(4).

Manufacturer narrative:
The customer made 27 runs exposure , fluoro time: 37m41s, air kerma: 2008.21mgy, dap: 199710mgycm2. The patient did not develop any radiation related injuries until the date reported when the investigation is completed philips will inform the FDA. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that the patient received more than 2gy of radiation. The patient did not develop any radiation related injuries till today.